Manufacturer narrative:
Unit was set to proper time and date. Unit passed displacement test and a21 error test. No a21 alarms noted. Intermittent button response noted due to corroded keypad traces. No button error alarm noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 105 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.